Event description:
Philips respironics provides a phone number to deal with the ongoing recall. I have called many times to get an update on when I will get a CPAP replacement. I need this unit and I continue to use the device. Philips covers itself legally by warning patients, that is not sufficient for me. Every time I call their provided number (B)(4), I get a different story. Five weeks ago, I was told that a manager would call me within 2 days to provide a target date. No one called back. Today I was told units are sent out randomly so there is no way to predict when I get my unit. I replied "like a lottery?" The philips customer representative just chuckled. You can judge if this is acceptable customer service. FDA safety report ID # (B)(4).